Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the patient received the following results on the inform ii system compared to a lab result within 4 minutes: 87 mg/dl (inform ii) and 821 mg/dl (lab). The lab result was drawn in a yellow top tube and was tested twice. The patient did not exhibit any blood glucose symptoms. The following results were received within 9 minutes on the same day, all on the inform ii system and with the same lot of strips: 16 mg/dl, 15 mg/dl, and 484 mg/dl. No adverse event was reported. The alleged products were requested for evaluation.